Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
Reported issue: epidural catheterization for childbirth. We had another occluded epidural catheter today; found after successfully placing the catheter. Lot 23f20j0249 exp date 11/30/2021. Catheter was not allowing flow of medication.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: epidural catheterization for childbirth. We had another occluded epidural catheter today; found after successfully placing the catheter. Lot 23f20j0249 exp date 11/30/2021. Catheter was not allowing flow of medication.